Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter said his blood glucose was high and the pump did not register high. Customer took a bolus of 7.7 units and his blood glucose did not go up. Customer's blood glucose was 537 mg/dl at the time of the incident. Customer's current blood glucose is 537 mg/dl. Customer treated with the pump. Customer removed the infusion set and found a curved cannula. Customer stated that it was not bent or crimped. Customer was advised that he will need to replace the infusion set tubing after the high pressure test is performed. Customer was advised to do a complete set change and to monitor the issue. Customer mentioned that his blood glucose was 127 mg/dl last night.